Manufacturer narrative:
The device was not returned for evaluation. It was reported that the tip of a 1.6mm nitinol k-wire, 500mm, blunt tip was broken in situ and left in the patient. It was reported that the surgery was a posterior fusion of l4-s1, however the returned images looked like a fusion of l4-l5 with an interbody with integrated screws. In these images, the k-wire tip was seen protruding from the l5 left screw. The wire was at a steep angle that went medial and proximal to the screw trajectory. As this angle is deviated from the path of the screw, it is possible that while inserting the screw the k-wire was driven fuhrer into the pedicle off trajectory. When trying to remove it, this deviation can create a stress point in the wire that could fracture when the force of removal is applied to it. However the surgical conditions cannot be replicated or confirmed by the rep, so the cause cannot be established. There was another returned ap image of a construct of 2 consecutive interbodies and posterior fusion of l3-l5 where there was something seen protruding from the screw in right l3, however it could not be confirmed what was seen protruding based on the imaging. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a case the tip of the k-wire broke off and was retained in the patient post operatively. This event occurred in panama.